Event description:
Meter name: one touch original, strip name: unknown, meter code: strip code: unknown, strip storage: unknown, symptoms: sweating, nauseated and tired. A patient reported they were hospitalized and emergency medical technician was called. Their meter allegedly had no power. No result on their meter because they were unable to test. The result on the other meter was unknown. The time difference between patient's meter and other meter was no comparison. Treatment was unknwon. No further information has been reported.